Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number : 3006705815-2021-03725. It was reported that the patient experienced pain wrapping around towards her stomach due to an infection. Additionally, it was reported that the patient¿s legs were not working well. The infection originated at the ipg want progressed to the lead site. A such, the entire system was explanted to address the issue. Patient was hospitalized to treat the infection.